Manufacturer narrative:
The actual date of event is unknown. Root cause: the reported issue that device had user programming error was confirmed, the device was not returned for evaluation and no other evidence were provided. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that a "sentinel event" occurred in october where a patient was receiving a norepinephrine infusion on the bd alaris infusion system. There was no information on patient outcome. Bd later learned through due diligence follow ups the following information: the chief nursing officer confirmed that the event was not related to the functionality of the bd alaris pump. They specified that it was 100% human error and, "the result of poor communication, poor processes, inappropriate programming of the library and poor crew resource management.". It was also mentioned that many changes had been made including changes to the way the IV pump library were programmed. It was reported that the medication in question had a program that did not match the available order within their medical record and none of them matched the verbal order that was given by the provider. Their nurse alerted the provider three separate times of the alert they were receiving from the pump, but the provider insisted the medication be administered as they ordered it. The hospital had not set a hard limit on the drug and the pump did what it was programmed to do and allowed the nurse to override the alerts.